Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between may 2, 2024 ¿ may 6, 2024. H11: the device with 23 ml of fluid and a photo sample were received for evaluation. A visual inspection was performed on the photo sample, and fluid inside the device¿s bladder was observed. Visual inspection of the returned sample did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had not fully discharged its contents. This was observed during patient infusion of fluorouracil. Upon device disconnection and review of the device, there was flow from the pump when the cap was removed at the end of the administration line. There was no evidence of crystallization or precipitation within the fluid to indicate a likely cause of blockage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured may 2-6, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which identified fluid inside the device bladder suggesting a flow issue occurred. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause is use-related factors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.